Event description:
The numbers and dashes written on the side of the smart release endoscopic carpal tunnel release blade fell off the blade while in use on the case. Surgeon was able to retrieve all of them so there was no harm to the patient.